Event description:
Boston scientific received info that the right ventricular (rv) lead was surgically abandoned due to insulation damage. The pt was upgraded to a biventricular implantable cardioverter defibrillator. No adverse pt effects were reported. There is no further info available at this time. If additional info should become available to our company, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.